Event description:
The tip of the drill broke, surgery was extended by 3 hours to retrieve the broken piece.

Manufacturer narrative:
The report states: the tip of the drill broke, surgery was extended by 3 hours to retrieve the broken piece. Examination by depuy (B)(4) material science confirms the reported observation. The drill has fractured. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The root cause is attributed to a combination of heavy use/user error as no material anomalies were detected at the fatigue crack initiation sites. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.